Event description:
Customer reported that some time in 2008, he received a reading of 6.2 mmol/l, at approx. 1:30 pm, on his freestyle flash blood glucose meter that was higher than he felt. He further reported a loss of consciousness. It is unknown what treatment may have been undertaken in response to the reading the customer received. Paramedics were called an they received a reading of 3.2 mmol/l, at approx. 3:00 pm, on an unknown brand of meter while transporting customer to a local hospital. Customer was diagnosed with hypoglycemia and treated with orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Customer has disposed of his meter so no investigation can be performed. Therefore, this is a final report.